Event description:
It was reported that the procedure was to treat a de novo, ectatic lesion in the proximal left anterior descending artery. A 3.0x18mm rx xience xpedition stent delivery system (sds) was advanced and the stent implanted. During post stent deployment check on angiography, a dissection at the proximal end of the stent was noted. Another xience xpedition stent was implanted to cover the dissection. There were no other device or procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.